Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and technical services found the patient was not enrolled. The patient was referred to the clinic regarding the red call doctor icon and enrollment. Additional information provided that this device had recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This device was subsequently explanted. Another pacemaker was implanted to complete this procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
H10: this event was previously reported. See MFR. Report # 2124215-2026-07183. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, and technical services found the patient was not enrolled. The patient was referred to the clinic regarding the red call doctor icon and enrollment. Additional information has been requested but was not provided at this time. This device remains in service and there were no adverse patient effects reported.